Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level was climbing high after a set change. They did a bolus three times but the blood glucose level was still rising so they changed the set again. They did not receive any alarms. The customer's blood glucose level was 460 mg/dl. The customer declined troubleshooting for the high blood glucose. The device will not return for analysis.